Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom case in an excellent condition, visible contamination by the tube holder and the l bracket pole clamp. Event log history was performed and indicated that super cap post alarm, primary audible alarm background test and acu watchdog failure as a sympathy alarm to primary alarm were found recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced main printed circuit board (pcb) as a preventive measure. Service also replaced interconnect board and speaker as preventive measure, performed power up process and all the functional test passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited supercap post error/audible alarm/acu watchdog failure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.